Event description:
It was reported that during the meniscus procedure, when the first t fired, the second t automatically releases. Suturing is not possible, the 360 button was not fixed where it should be. No delay or further complications were reported. Although no backup device is reported, there is no information that reasonably suggests a procedure cancellation, change in surgical technique nor use of competitor device occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: change in b5. H10 h3, h6: the reported 72202467 fast-fix 360 curved needle delivery systems, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, ¿during a meniscal suture procedure, when the second shot was performed, the t anchor is not fixed where it should be¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the meniscus procedure, when the first t fired, the second t automatically releases. Suturing is not possible, the 360 button was not fixed where it should be. No delay or other complications were reported. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, when the surgeon was performing the second shot, the 360 button was not fixed where it should be. No delay or patient injuries were reported. It is unknown how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.